Event description:
A surgeon reported that during intraocular lens (iol) surgery, he noticed the iol was damaged. The damaged iol was removed and the incision was widened to accommodate the replacement lens. Additional information has been requested.